Event description:
Device malfunction: none. Symptoms/ae: subarachnoid hemorrhage. Time of ae: after the procedure. It was reported that one day post a right internal carotid artery stenting procedure, the pt had a headache with slurred speech and aphasia. A stat head CT was done showing a subarachnoid hemorrhage. Nicardipine was started to prevent cerebral vessel spasms, narcotics were given for the headache and all symptoms resolved within 24 hours. Reportedly, it was felt that the hemorrhage was due to reperfusion syndrome. Two days post procedure, a repeat head CT showed no change. Three days postprocedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Headache, hemorrhage and neurological events are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformities associated with this lot number.